Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 8/15/2025.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5172931 diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 codes: health effect - clinical code problem code: e0115 encephalopathy and e1104 liver damage/dysfunction/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
A voluntary MDR/medwatch report was received on 07/31/2025. The patient¿s caretaker reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient¿s daughter contacted emergency services after observing concerning symptoms in the patient, including abnormal breathing while walking, hypertension, incoherence, disorientation, nausea, and gagging. At the time, the dexcom cgm device displayed a reading of 200 mg/dl. No immediate treatment was administered prior to emergency medical service (ems) arrival. Upon arrival, paramedics performed a fingerstick test, which revealed a blood glucose level of 799 mg/dl. The patient was transported to the hospital via ambulance, during which insulin was administered (dosage and frequency not specified). Upon arrival, the patient was admitted directly to the intensive care unit (ICU), where she received intravenous fluids and was placed on a continuous insulin drip. Laboratory results indicated acute kidney injury, an ischemic liver injury, and reversible brain encephalopathy. The patient was diagnosed with diabetic ketoacidosis (dka) due to the elevated blood glucose level. She remained in the ICU and was later transferred to a general hospital unit, spending an additional four days in the hospital. The patient was discharged on (B)(6) 2025 and was reported to be feeling ¿fair¿ at the time of follow-up on (B)(6) 2025 with technical support. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.